Event description:
Pt arrived in the emergency dept after cardio-pulmonary arrest at home. When placed on the zoll defibrillator showed a pulseless ventricular tachycardia. The zoll was turned to defibrillation. The paddles were on with anterior posterior patches. The defibrillator was charged up to 360. The recharge sound was audible. When the two red discharge buttons were pushed there was no discharge. The settings and connections were checked, the machine was recharged to 360, the two red buttons were pushed, and the defibrillator fired. The emergency physician does not believe the delay in defibrillation caused this pt's death.